Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0293171 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated when the needle shield was removed. This pr was created from (B)(4) to capture mat#328468 with lot#0293171. Verbatim: consumer reported when removed the needle shield the needle hub removes with the shield."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated when the needle shield was removed. This pr was created from (B)(4) to capture mat#328468 with lot#0293171. Verbatim: consumer reported when removed the needle shield the needle hub removes with the shield".